Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the patient underwent a primary right knee arthroplasty to address osteoarthritis. The patella was resurfaced and depuy products were implanted with depuy cement x 2. There were no indicated intra-operative complications. On (B)(6) 2020, the patient underwent a right knee revision to address tibial tray loosening at an unknown interface. The surgeon noted little bone loss with removal of the tibial tray. The tibial tray and tibial insert were revised. The tibial insert was revised with no alleged deficiency. The femoral and patellar components were retained. The patient was revised with depuy products and depuy cement x 1. There were no indicated intra-operative complications. Doi: (B)(6) 2018. Dor: (B)(6) 2020; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.